Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient underwent skin revision on (B)(6) 2018. Additional information regarding the revision has been requested; however has not been made available as of the date of this report.